Event description:
Per the patient, she has implanted with mentor gel breast implants in 2010. Subsequently, the patient began struggling with painful and tender breasts, increasing and ultimately debilitating fatigue, muscular weakness, severe headaches and a very weak immune system. In 2012, the implants were removed. See report no: (B)(4).